Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and was replaced with non allergan.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device but in the photograph observed a biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced with non allergan.